Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported "about 3 months ago" the patient fell backwards and landed on their butt and ever since then, their "device has been off what" they "had it on. It's on something else." The patient then further clarified that their settings were different since the fall: that prior to the fall, they'd been on "program 5 at #7" but now since the fall, while they were still able to connect to see their settings, the patient was on program 4. The patient stated they talked to their managing health care provider (hcp) about it and the hcp told them to call the manufacturer to see if it could be "recalibrated." The patient stated they wanted assistance in going back to what they had it on or trying a different setting. The patient stated they knew a manufacturer representative (rep) however that rep left and went somewhere else and the other rep didn't call them back. The patient asked if there were any reps in their area to work with. Patient services reviewed the role of a rep with the patient and gave them the national answering service number to give to their hcp if the hcp wanted to page a rep to come to the patient's next appointment. Patient services was going to assist the patient in connecting to their settings but the communicator had what the patient thought was a "yellow" bar on their unplugged communicator. Patient services reviewed with the patient to charge their external devices and call patient services back to continue working on connecting to and making a change to their settings. No symptoms reported.